Event description:
It was reported to philips that the system was not booting and stuck at zero. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the flexvision pc was not booting up. The philips remote service engineer (rse) connected with customer remotely and provided the part information. However, customer loaded the software to flexvision pc, and the system was operational. The codes were updated based on the investigation outcome.